Event description:
It was reported that patient presented in clinic for routine device change procedure. Prior to procedure it was found that patient's right ventricular (rv) lead exhibited r wave amplitude variation. The lead was capped and replaced on 12 dec 2023. There were no patient consequences.